Event description:
A caller reported a malfunction on the pump displaying malfunction code 12, but there were no notable events prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the caller acknowledged and understood.